Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 80 to 120 mg/dl. Customer reported that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer reports there was fluid under the lcd display. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display or audio/beep anomaly noted. All button function properly and no anomaly noted. No missing segment/partial display noted. The device passed self-test and displacement test. No moisture damage on keypad, electronic during visual inspection noted.